Event description:
On (B)(6) 2012, a mpj plate was implanted. On (B)(6) 2013 the plate broke at the center of the plate. The doctor will not be explanting the plate unless it causes irritation to the patient.